Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per the dealer due to normal wear: the handrims and hardware have cracked and the wheel locks are not holding securely.